Event description:
In 2008 I had lasik done. Immediately, after the procedure my vision in one eye was extremely blurry. The doctor said the laser caught "my an extra flap" and scratched my eye. I had to wear a bandage contact for 7 days following. My distance vision improved minimal, my up close vision was gone completely, night vision halos were and are intense. I have extremely dry eyes now requiring daily prescription medication and I now have to wear 2 different glasses, bifocals for close vision and prescription. For night driving. I have been battling vision and eye issues for the past 6 years. I regret my decision in having the procedure. None of these complications were ever discussed. I spend most days wanting to scratch my eyes out because they are so dry, and I am afraid to drive at night time because I cannot see clearly all the time and rain and slow impair my vision more. I would never recommend this procedure to anyone ever. Manufacturer name: lasik plus.